Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available. D6: date of implantation is an unknown date between 2019 and 2022.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: bates bd, persitz j, noori a, chan ahw, paul ra. Validation of the lift-off screw technique in patients undergoing corrective osteotomy for malunited distal radius fractures. J hand surg am. 2024 sep 27:s0363-5023(24)00398-8. Doi: 10.1016/j.jhsa.2024.07.025. Epub ahead of print. Pmid: 39340526. Objective/methods/study data: the aim of this retrospective review study to validate the clinical accuracy of the lift-off screw (los) technique for volar tilt correction (vtc) in patients undergoing corrective osteotomy for dorsally angulated distal radius fracture malunions. Between 2019 and 2022, a total of 23 patients (13 females and 10 males; with a mean age of 49 years [range: 17-72 years]) were treated with corrective osteotomy using the los technique for symptomatic dorsally angulated drf malunions. Depuy synthes 2.4 mm lcp distal radius systems or depuy synthes 2.4 mm va lcp distal radius systems were used in all cases (depuy synthes). Follow-up within 1 year from the surgical date. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes 2.4 mm lcp distal radius systems and depuy synthes 2.4 mm va lcp distal radius systems adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm lcp distal radius plates/screws (qty 2) 2 patients developed nonunion; underwent revision surgery via a dorsal approach and using autogenous iliac crest bone grafting. Adverse event(s) and provided interventions possibly associated with unk - constructs: 2.4 mm va-lcp distal radius plates/screws (qty 2) 2 patients developed nonunion; underwent revision surgery via a dorsal approach and using autogenous iliac crest bone grafting. Adverse event(s) and provided interventions possibly associated with unk - plates: lcp (qty 1) 1 patient had hardware irritation; underwent elective plate removal performed 16 months after surgery. Adverse event(s) and provided interventions possibly associated with unk - plates: va-lcp distal radius (qty 1) 1 patient had hardware irritation; underwent elective plate removal performed 16 months after surgery. Adverse event(s) and provided interventions possibly associated with unk - screws: 2.4 mm locking (qty 1) 1 patient had an intraoperative fracture through a screw hole during elective plate removal 9 months after surgery; required two procedures for revision open reduction and internal fixation. Adverse event(s) and provided interventions possibly associated with unk - screws: 2.4 mm va locking (qty 1) 1 patient had an intraoperative fracture through a screw hole during elective plate removal 9 months after surgery; required two procedures for revision open reduction and internal fixation.